Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following a discontinued treatment. He had been draining very slowly in drain 4 of 4 when he canceled his treatment. When he opened the cassette door he found fluid leaking from the broken cassette. He discarded the set. During follow up the pt reported he was prescribed antibiotic gentamicin prophylactically and did not have any signs of infection. No adverse event reported at this time.